Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected g5 mobile application shut-off was confirmed via data. The root cause could not be determined.